Manufacturer narrative:
Device labeling addresses reported event of hematoma as follows: "postoperative haematoma/seroma may inhibit wound healing and require surgical correction and/or explanation."

Event description:
Reported event of "haematoma" within 8 patients from journal article: "skin reducing mastectomy and immediate reconstruction: the effect of radiotherapy on complications and patient reported outcomes", european journal of surgical oncology: the journal of the european society of surgical oncology and the british association of surgical oncology, (2014 jan 22). Electronic publication date: 22 jan 2014. This record addresses the left side.